Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30567430l number, and no internal action related to the complaint was found during the review. (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. During the afib ablation procedure, while using biosense webster products, cardiac tamponade occurred. After pulmonary vein isolation (pvi) box ablation was completed, blood pressure decreased when atrial tachycardia (at) was induced. Cardiac tamponade was confirmed by echo. Drainage was performed. The physician¿s opinion on the cause of this adverse event is that it was patient condition related. The event required medical intervention and cardiac drainage was conducted. Patient outcome from the adverse event was reported as improved. Prior to noting the cardiac tamponade, ablation was already performed. There was no evidence of steam pop. The event occurred during ablation phase. No error messages was observed on biosense webster equipment during the procedure.